Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x32mm synergy ii drug-eluting stent was deployed to treat the lesion. However, during removal of the stent delivery system, the delivery catheter broke. The device was completely removed from the patient. No patient complications were reported.